Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation and soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information nasal/throat irritation and soreness of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation and soreness of particles related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Secondary findings included ui (users interface) knob broken, water tank seal had unknown dark contamination on it, missing one non-slip pad on base, tan dust-like contamination at the air inlet, on the pca ((printed circuit assembly), dust-like contamination on top of the blower box and throughout the bottom of the enclosure, dust-like contamination on top of the blower motor, dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Possible insect infestation under blower box, missing one non-slip pad on humidifier bottom enclosure, dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box, possible insect infestation under heater plate of humidifier, unknown white dust-like contamination on the dry box seals and have yellowed, unknown brown dust-like contamination in the iso port (international organization of standardization were observed. The air outlet port had dust-like contamination in it. Pil (product investigation laboratory) can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. They were unable to confirm the complaint or address the symptoms specified. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were 32 errors found. The manufacturer concludes that they could confirm the customer allegation and there was evidence of visible foam degradation. Section h6 (component code, type of investigation, investigation findings, investigation conclusions) updated in this follow up report.